Event description:
Pt initiated on dialysis via left forearm graft. No complaints before treatment. Two hours and 55 minutes into treatment venous alarm sounded and it was noted by pct that the blood level in the venous chamber was low. Pct attempted to raise the bloodlevel using switch but was unable. Pt complained of chest pain and air pockets were noted in venous line beyond venous chamber. Pt placed in trendelenburg position and oxygen applied. Blood line removed. Bp 11/60. Pt transported to hospital via ambulance/